Manufacturer narrative:
A complete lead was returned in one piece measuring 75.5cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that during an in clinic check, the left ventricular lead was discovered to be dislodged and no capture was observed. Imaging confirmed that the lead had pulled back into the superior vena cava. The lead was explanted and replaced without complication. The patient was in good condition.